Event description:
It was reported that a patient presented with high capture threshold and noise on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. There were no patient consequences.